Manufacturer narrative:
Eval summary: the results of the investigation indicate the non-functional locking mechanism is the result of the device's design. The width of the locking trigger is not adequate and creates a point contact with the locking teeth. Wear on the locking trigger and/or the locking teeth results in loss of friction at the contact point, which causes the pawl-teeth assembly to lose function, springing the clamp open. The returned device was manufactured before the implementation of the design change.

Event description:
It was reported that, "dr. (B)(6) was unable to use the triathlon patella clamp for his surgery because it would not lock into place when he fully engaged the clamp. He had to use a back up patella clamp. There was no issue with the outcome of the patella at the conclusion of the case."